Event description:
It has been reported the touchscreen is at times completely unresponsible in excess of one minute. Screen calibration is still off after just receiving back from bench repair. While in the smart dock, the user pressed the bp cuff option on the screen to cycle and the entire device appeared to reboot displaying the start-up screen.